Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance and stated that error 319 had occurred. The tse guided the customer to check the patient side cart (psc) and vision side cart (vsc) leds, at which point it was found that the vsc led was not illuminated. The tse then guided the customer to check the video processor (vp) endoscope controller (ec) and core circuit breaker, and it was discovered that the vp circuit breaker was in the off position. The customer turned on the vp circuit breaker, and the system powered on without error. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and did not confirm the 319 error. However, it was discovered that the blue led indicator light of the video processor (vp) was not lighting up. The fse replaced the vp and the failure was resolved. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.